Event description:
It was reported to philips the da pcba malfunctioned at the bench. There was no patient involvement or harm. This event was reported to have occurred during servicing. There was no delay to therapy. The philips bench technician observed the da pcba malfunctioned while the device was being serviced at the bench. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer did not approve the repair quote, and the device was returned to the customer unrepaired.